Manufacturer narrative:
Device eval by manufacturer updated, device eval by MFR sum attach updated, evaluation method codes updated, evaluation result codes updated, evaluation conclusion codes updated. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and torn. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure the metallic tip broke off after 88,507 joules and 9:03 minutes of use. The fiber tip was cleaned during the procedure. A second fiber was used to complete the procedure at 146,442 joules and 14:53 minutes. No patient complications occurred due to this event.

Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp) procedure the metallic tip broke off after 88,507 joules and 9:03 minutes of use. The fiber tip was cleaned during the procedure. A second fiber was used to complete the procedure at 146,442 joules and 14:53 minutes. No patient complications occurred due to this event.